Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible on the balloon and on the distal shaft. The stent implant was not returned. The stylet and an orange protective sheath was returned. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was a kink in the shaft, 4cm distal to the guide wire exit notch. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and the analysis of the returned product. It should be noted that the inspections prior to use section of the product's instructions for use (IFU) states, "prior to using the multi-link vision rx or two coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." As noted, the sds was not inspected to verify if the stent was mounted and stationary on the balloon prior to use. Factors that can affect stent dislodgment include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or form an interaction with other devices, the pt anatomy and/or previous implanted stents. The analysis of the returned sds confirmed that the stent implant had dislodged and was not returned. The presence of crimp marks on the balloon and between the markers indicates that the stent was originally positioned correctly and securely at the time of manufacture. There was no damage noted to the sds that could have contributed to the reported stent dislodgement. It is possible that the stent dislodged as a result of handling during product preparation, though this could not be verified. Similarly, if significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, which may also facilitated stent dislodgment . There was a kink noted in the shaft, 4 cm distal to the guide wire with notch; however, this damage was not reported in the case description and most likely occurred as a result of handling during packaging for shipment back to abbott vascular for analysis. Although no definitive cause for the kink can be determined, this damage does not appear to be related to or have contributed to the stent dislodgement. In this instance, a definitive cause for the reported stent dislodgement cannot be determined, though there does not appear to be any indication of a product quality deficiency. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) was advanced to the lesion and it was noticed that the stent did not appear to be on the balloon. The tech did not inspect the device to make sure that the stent was on the balloon. The packaging, floor and table were searched; however, the stent could not be located. It was noted that the stent did not believed to be in the pt, as the stent did not appear to be present upon balloon inflation and was not seen anywhere in the pt body. No additional event or pt info is available.